Manufacturer narrative:
Date received by manufacturer: 19jun2019. Date of report: 27jun2019. The manufacturer's field service engineer (fse) went on site to inspect the touch screen. The fse confirmed issue, replaced the touch screen with a new touchscreen and completed the required testing as well as calibrating new screen. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 11aug2019, date of report : 16aug2019. During failure investigation, the ratios were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.